Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in (B)(6), 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected/updated data: (date of report); (event description); (not a reprocessed single use device); (date received by manufacturer); (not a single use device); (remedial action). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
Asr revision.unknown hip.reason for revision - alval/pain.

Event description:
Asr revision; asr resurfacing system - left hip; reason for revision: pain; alval/soft tissue reaction.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-001226. Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision: unknown hip. Reason for revision - alval/pain. Update received may 1st, 2013. Hip side added. Hip(s) to be revised: left. Update ad 21 jun 2018 (B)(4) is reopened under (B)(4) due to receipt of asr claimsuite alert received. There is no new allegation provided. The hospital has been updated. Doi: (B)(6) 2008; dor: nov 13, 2009; left hip.